Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 107.0 cm from the proximal end. The introducer sheath was loaded backwards onto the smart coil. The embolization coil was intact with the pusher assembly distal detachment tip (ddt). Offset and compressed coil winds were present along the embolization coil. Conclusions: evaluation of the returned smart coil revealed compressed and offset coil winds were present on the proximal end of the embolization coil. If the introducer sheath is not properly aligned within the hub prior to advancement, resistance may be experience. If the smart coil is forcefully advanced against this resistance, damage such as compressed and offset coils winds may occur. During functional testing, the offset coil winds contributed to resistance when advancing through the sheath and the inability to advance into a demonstration microcatheter. Further evaluation revealed a pusher assembly kink. This damage was likely also a result of advancing the device against resistance. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician experienced resistance and the smart coil would not advance past the distal end of the introducer sheath; therefore, it was removed. It was also reported that the smart coil was observed to be stretched upon removal from the introducer sheath outside of the patient. The procedure was completed using new smart coils. There was no report of an adverse effect to the patient.